Event description:
It was reported that the purewick urine collection system was not working. Patient stated that there was a smell of burnt rubber as if something melted and not working at all now. It was noted that the patient had been using the purewick products for less than 90 days. Per additional information received via liberator on 14may2022, it was stated that the patient turned on the purewick urine collection system for the first time yesterday and it stopped running in the middle of the night. Patient smelled like burnt rubber and there was something wrong with the motor. Representative did troubleshooting and purewick urine collection system started suctioning and passed water cup test. It was noted that the patient had been using the purewick products for less than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event is unconfirmed, as the reported event could not be reproduced. A DHR/bh review is not required as the reported event is unconfirmed. Based on the results of the investigation, no further action is required. A labeling/packaging review is not required as the reported event is unconfirmed. The actual/suspected device was inspected.

Event description:
It was reported that the purewick urine collection system was not working. Patient stated that there was a smell of burnt rubber as if something melted and not working at all now. It was noted that the patient had been using the purewick products for less than 90 days. Per additional information received via liberator on 14may2022, it was stated that the patient turned on the purewick urine collection system for the first time yesterday and it stopped running in the middle of the night. Patient smelled like burnt rubber and there was something wrong with the motor. Representative did troubleshooting and purewick urine collection system started suctioning and passed water cup test. It was noted that the patient had been using the purewick products for less than 90 days. Per additional information from liberator on 29jul2022, machine would not power on. Patient had been using the purewick product for more than 90 days. Per additional information received via sample form on 31aug2022, it was reported that the purewick urine collection system broke down three times and finally stopped turning on. Stated that this was too much for elderly bed ridden person to keep doing.